Event description:
It was reported that the asymptomatic patient presented to the hospital with alerts for the atrial lead. The lead exhibited low impedance. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).